Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was over 300 mg/dl. The customer's nurse stated that an issue with the infusion site may have caused the event. The customer's nurse stated that the buttons on the insulin pump were intermittently unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.